Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? The patient was diagnosed as low rectal carcinoma. Who fired the device and what was his/her experience? A surgeon who has 2 years of experience in using ccs29. Any issues with staple formation in either procedure no. The surgeon reported that he checked the anastomosis line. Did the patient receive any chemotherapy or radiation prior to the procedure? What was the condition of tissue? No. It was reported that the tissue was as normal. What there any audible or tactile feedback? Yes. Were the washer and donuts inspected? If so, what was their appearance? Yes. They were as intended, complete. What is the current patient status? He has been discharged. What quadrant was the tissue not approximated? It was not reported. Would the surgeon be willing to speak with medical and engineering personnel? He prefers not but he is willing to continue communicating to the sales.

Event description:
It was reported that after a low anterior resection procedure, "during the procedure, the surgeon used an articulating linear cutter with blue cartridge to anastomose the rectum and the device to anastomose the tissue. The surgeon checked the donuts and staple line in the surgery. No abnormality was detected at that time. However the patient bled at 6 p.m. On (B)(6) 2016. The surgeon who was on duty did anus examination and found the staple line was incomplete; the whole staple line was not on the tissue. The surgeon immediately operated a revision surgery and made the stoma. The patient is in ICU now. One device was discarded.